Event description:
Customer states the pt was intubated in surgery and moved to intensive care unit (ICU) and was on a ventilator. Customer states after about an hour the vent started alarming and there was leakage from the trach. Customer states they repaired or attempted to repair the pilot balloon but the leaking kept occurring and it was determined that it may not be the pilot balloon that was leaking. Decannulation and recannulation of replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit for sample analysis. A 510k is unk at this time as the product ID cannot be confirmed.